Manufacturer narrative:
(B)(4).

Event description:
Received information the patient has not had therapeutic stimulation since implant. In (B)(4) 2010, a second lead was implanted and still patient states he doesn't have therapeutic stimulation. The patient programmer was reviewed with the patient by medtronic patient services, program 1 at 7.0 & program 2 at 6.0. Patient states he feels stimulation but the pain is still present. Patient was instructed to see his hcp regarding lack of pain relief and possible reprogramming.